Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01300. It was further reported (B)(6) 2012 the patient presented with chest pain. Both study stents were widely patent. Intravascular ultrasound (ivus) revealed the study stents appeared to be under expanded. Balloon angioplasty and the implantation of a 3.0 x 28mm non bsc drug eluding stent was performed as treatment with 0% residual stenosis.

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2010 - the patient presented with stable angina. The 70% stenosed target lesion was 15 mm long with a reference vessel diameter of 3.5 mm, located in the proximal left anterior descending (lad) artery. The lesion was treated with direct stent placement of a 3.0 mm x 20 mm taxus liberte stent, with 0% residual stenosis. The 80% stenosed target lesion was 14 mm long with a reference vessel diameter of 3.0 mm, located in the mid lad. Lesion was treated with direct stent placement of a 2.50 x 16 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient had a nuclear stress test and was hospitalized on the same day with the diagnosis of coronary artery stenosis. The 70% stenosed target lesion was located in the mid lad was treated. The next day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).